Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported that inomax ds (B)(4) had fluctuating nitric oxide (no) levels while on a pt, which did not resolve with a low and high calibration. Eval summary: on investigation of the device svc log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored no values have been observed in the svc logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note that the monitored no value would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6) 2010, a respiratory therapist reported that inomax ds (B)(4) had fluctuating nitric oxide (no) levels while on a pt, which did not resolve with a low and high calibration. Technical support had the respiratory therapist disconnect the sample line and analyze room air, and the no ranged between positive 5 and positive 10 parts per million (ppm). The device was switched out. Adverse event was reported. The device was removed from svc by the customer and returned to the company for investigation.